Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
A peritoneal dialysis (pd) home patient (hp) contacted baxter technical service to request assistance in ending his peritoneal dialysis therapy session on the homechoice (hc) cycler because he has a very bad peritoneal infection and stated it is too painful to perform therapy on the hc. The hp stated he will do manual pd therapy tonight. No further information was received at the time of the call. On (B)(6) 2011, baxter product surveillance spoke with the patient's pd nurse (pdn) who confirmed that the patient had a recent episode of peritonitis. The pdn stated that the peritonitis was unrelated to a baxter product and declined to provide any further information.

Manufacturer narrative:
(B)(4). The complaint for peritonitis was found to have no device malfunction or use error identified. The problem cannot be confirmed. No assignable cause was determined. A review of all batch record documents was performed for the potentially associated lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.